Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the small battery drive device trigger was depressed and did not shut off unless the bottom trigger was manually pulled out. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.